Event description:
Home patient (hp) reports leak noted at connector on patient line tubing of homechoice set. Hp reports the connector is not fully connected to tubing line completely as in other tubing lines of set, that it is crooked. Hp notes this with every set in this box. Hp reports they will be receiving a new box of homechoice sets by the end of this week. No patient injury or medical intervention required per hp.